Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure was confirmed on the right ventricular (rv) lead post operatively. The lead was reprogrammed and then a revision procedure was performed and the lead was moved to the lower septum. The lead remains in use. No patient complications have been reported as a result of this event.